Event description:
A medtronic representative reported a monitor that intermittently had no input. He has requested a replacement monitor cable. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement part shipped to site (B)(4) 2012. Upon inspection of returned suspect part, finds that when connected to ac the measured output of the power supply was found to be normal. No problem found. Fully functional.